Event description:
On (B)(6) 2012, pt reported the infusion device will not complete the self-test. Had pt remove and reinsert the battery; infusion device responded by beeping but did not vibrate and finish self-test. Pt stated, the battery is new but the battery cover has never been replaced in the last 2 yrs. Advised to change the battery cover. On call back on (B)(6) 2012, pt reported the infusion device is working correctly after changing the battery. Pt stated the infusion device screen went blank and the device was beeping on yesterday. Pt reported when he changed the battery and battery cover, the screen was still blank and the infusion device was beeping. Pt stated, he went back to the old battery cover and inserted a new battery and then the infusion device turned on as normal. Had pt check the alarm history and there was no e2 (battery depleted) in the recent history. Pt reported there was no damage to the screen. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.